Event description:
Bed in hall with note attached, "siderail broken." No injury reported.

Manufacturer narrative:
Tech found the siderail would not latch due to the foreign object that was lodged in the siderail. Removed plastic piece from the mechanism to resolve this issue.